Manufacturer narrative:
Additional information was received from the user facility. The issue is resolved, however, it was reported that it is unknown what was done to resolve the issue. The issue occurred during a procedure and there were no delays or injuries. Another device was used to finish the procedure successfully. The device history record review was completed and shows the device met all specifications upon release from the manufacturing site. Approximately four years have passed since the delivery of the device. If the user has used it a large number of times, it is assumed that it is a failure due to the lock mechanism of the video connector or wear of the pin, or a lock failure of the video connector receiver due to the user's attempt to pull out the video connector without lowering the unlock lever. Probable cause of the failure is the electrical connection became unstable due to the wear of the pin on the video connector and the lock failure, and the image signal from the scope could not be properly transmitted to the video processor.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The customer reported that they were able to get the device working again and they will be shipping the loaner device back. No other issues were reported. There was no patient involvement or harm reported. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that a loose socket connector was causing the scope to lose image. No patient injury was reported. No additional information has been obtained.